Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that during an inservice at a hosp, the ball bushing fell out of the tower. No pt was involved.